Event description:
It was reported that the monitor would not work, thus no live image was available. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and determined the monitor needed to be replaced. The customer declined repair.